Event description:
Initial info was rec¿d from a physician on (B)(6) 2012: a (B)(6) female pt initiated poly-l-lactic acid (sculptra) (lot # and expiration date unk). Dose, frequency, indication and therapy dates were not provided. The pt had poly-l-lactic acid injected twice, once in her jaw area and once around the cheeks. She presented with a choking feeling and tightness around her neck. Medical history and concomitant medications were not provided. No further relevant info reported.